Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2160 showed fifteen other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when attaching the transparent extension tubing, no ¿click¿ was heard and it was unable to be engaged firmly. No other information was provided.